Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. The staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between the I-beam and the sled while the interlock was engaged. Functional testing found that the reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, when using the stapler with the reload, the clamp was stuck making stapling impossible. Two other reloads with the same lot number, each from different boxes, were used with the same handle, but the device still stuck. A second handle from another lot was used with another reload, which was also from the same lot number but a fourth different box. However, there was still no success. The clamp was still stuck. With that same second handle, a fifth reload from a different lot was used and the stapling was completed. Change in devices resulted in a 20-minute extension of the procedure.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3h0795); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3d0087); egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3h0795); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3h0795) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.